Event description:
The compact air drive was returned for repair because of "problem on reverse", no further information was provided. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the reverse trigger of the power drive is locked because its pressure pin is inversed due to excessive force applied during the procedure. In addition, upon disassembling the power drive, excess dirt was detected, due to some error in the cleaning process, at which water came inside, causing the accumulation of dirt, which could impair the power drive's performance. This is attributed to faulty handling. The device was repaired and returned to the customer on 06/13/2013. Placeholder.